Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, biomechanical overload, immediate implantation, mobility. Implant was loaded immediately as part of an all-on-4.